Event description:
It was reported to vyaire medical that the vela ventilator keeps giving "no cal data" and the transducer calibrations was defaulted. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.